Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 3 years and 8 months. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced increasing flow and power on and off for several days. He was given 3 units of blood after being admitted for fever, dark stools and fatigue. Technical services reviewed the log files and confirmed that power and flow were trending upward while pulsatility index was trending downward. They noted that no other unusual events were seen and the equipment appeared to be functioning as intended. It was then reported on 21 february 2019 that gastrointestinal bleeding was confirmed via enteroscopy on (B)(6) 2019. A single non-bleeding angiectasia was found and treated with argon plasma coagulation. A nuclear medicine gi bleeding scan was also performed and did not show a gi hemorrhage or significant change from a previous study in (B)(6) 2019. The event has now resolved, although the patient is still in the hospital for subtherapeutic inr. No symptoms or treatment were associated with the subtherapeutic inr.